Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified. The cause of the problem was isolated to the returned ECG cable. Evaluation of the returned ECG cable found the cable is kinked at the connector end and the lead for the left leg was stretched to a point where the internal conductors are broken and only the outer sheathing remains. The device was recertified and returned to the customer. The returned ECG cable was scrapped and a replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.